Event description:
It was reported that stent premature deployment occurred. The patient underwent a rotational atherectomy to dilate a track where the target lesion was heavily calcified. A 6mmx150mm sterling balloon catheter was selected to post-inflate the vessel. During the procedure, the balloon ruptured due to the calcification. Placement of a 7 x 150 x 130 innova stent followed. The device was wheeled into the patient until it successfully deployed. When the blue arrow indicated it was clear, the physician attempted to pull the handle back, but it was stuck from the start position and the stent was already visibly deployed. The catheter of the device was removed, and it was noted that the handle would not retrieve when trying to pull it. The stent fully deployed without pulling the blue plunger back. There were no complications reported.